Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. During troubleshooting with tandem technical support, the customer was instructed to reload a cartridge onto the pump and resume insulin delivery. The user's blood glucose (bg) level was 339 mg/dl with trace ketones. The bg level was addressed with a bolus via the pump. A follow up with the contact confirmed that the user's bg level was stable.